Manufacturer narrative:
The pump was received with continual failed battery test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test. Successfully downloaded history files using thump. No pump error 41 or 43 noted in the history files on or near the event date. Pump error 63 noted in the pump history on 04/30/2024 16:40:49.000. Unit was cut open to perform visual inspection and found cracked resistor on pcba 2 and moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, corroded battery tube case, corroded motor home switch, and pillowing keypad overlay. Failed battery test is confirmed due to cracked resistor (r11) on pcba. Unable to confirm pump errors 41, 43, and 63 during testing due to repeated failed battery test alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 41, pump error 43, pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving a pump error. Troubleshooting was performed and the customer was able to clear theerror but error 63 appeared 2 times and then 43 and 41 each one time no harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.